Event description:
It was reported that the stapler did not work properly. Stapler did not staple correctly, so that in one cased they had an incorrect staple line. They had to do another intervention on postoperative day two. Patient received an enterostoma. Rectum procedure.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Per photographic evaluation: during the visual analysis, the following was observed: the first photo shows a piece of tissue with sutures. The second photo shows two gauzes: the first gauze shows a piece of tissue with two staples between it, also a staple partially formed was noted near of tissue. The second gauze shows several partially formed staples. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Rectum resection did the patient receive any preoperative chemotherapy or radiation? No information what purse sting technique was used? ¿standard¿ purse string technique what other stapling devices were used in the procedure? Echelon was a double stapling technique used or was the device fired over an existing staple line? What is meant by the ¿stapler did not staple correctly? It was also reported that ¿in one case an incomplete staple line¿? How was this incomplete staple line managed? By oversewing with the incomplete staple line, did the device fully circumferentially cut and partially staple? Yes thank you for providing the two photos. Is this the donuts in the pictures? No, parts which have been resected in the re-operation it was reported that an ¿enterostoma¿ was created. Was this done in the initial surgery or the re-op? Is the stoma temporary or permanent? Permanent were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Director of the department where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No information was the device difficult to fire? No how many counter-clockwise revolutions of the adjusting knob were used to open the device? No information did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? Yes was a complete transection of the white breakaway washer visually confirmed? No information were there any issues noted with staple formation at any point throughout the care of the patient? No information what is the current status of the patient? Has to live with a permanent enterostoma once again, after discussing the issues with the doctors they thought it was their mistake / handling mistake. After talking to them they used staplers of the same lot without any difficulties.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2022. H11: corrected data = h1. H1: MDR decision: not reportable. Upon review of the information provided ((B)(4)), it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 08/30/2022.